Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6) and study ID: infuse plf - p16-03. It was reported that the core imaging lab reviewed the patient¿s follow-up images and reported fusion failure at the l5¿s1 level at both the 12-month and 24-month follow-up time points. The finding was based on imaging taken on (B)(6) 2026. Medtronic became aware of this finding on 11 may 2026 when the information was reported. At this time, no information is available regarding patient symptoms or whether any revision or explant surgery occurred, and no additional details can be obtained regarding the event.